Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient's cornea became cloudy when the viscoelastic entered the eye during a surgical procedure. This event occurred with two patients, this report is for the second patient involved in this event. Additional information has been requested.

Manufacturer narrative:
The complaint was about duovisc large x2 with the viscoat inside being the suspect issue of causing ¿cloudy cornea upon insertion¿. All batches are released according to the required specifications and all initial testing results are within specification for this batch. As complaint sample 7 unused samples were returned. Our lab has retested the samples and all results are conform to the specifications for the tested parameters : clear, colorless. A possible root cause for this complaint may be that the customer observed silicone droplets. This is medical grade silicone that is present on the coated syringe wall to enable glide ability of the stopper. This silicone may accumulate during advancement of the plunger and form small silicone droplets. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Since the returned samples conform a conclusive root cause could not be determined however. The manufacturer internal reference number is: (B)(4).